Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, line b of the device was reprogrammed to deliver ivig (intravenous immunoglobulin), with a vtbi (volume to be infused) of 126ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was reported the nurse expected the device to switch the delivery from line b to line a after the vtbi was completed; however, the delivery did not switch as expected. At that time, the nurse noted the pt received more ivig than intended. The specific volume was not provided. The device was removed from clinical service. The customer contact reported the pt was monitored for a reported 4 hours instead of 2 hours. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Testing is not complete. The device history was downloaded at the service center. A review of history found the last programming of the device history on (B)(6) 2012 at 0926, found that line a was programmed to deliver at a rate of 20ml/hr, with a vtbi (volume to be infused) of 50ml, for a duration of 2 hours and 30 minutes, and the delivery was started. At 0927, line b was programmed in the piggyback mode, to deliver at a rate of 50ml/hr, with a vtbi of 200ml, for a duration of 4 hours, and the delivery was started. At 0959, line b was reprogrammed to deliver at a rate of 90ml/hr and the delivery was restarted. At 1030, line b was reprogrammed to deliver at a rate of 180ml/hr and the delivery was started. At 1112, line b was complete and the delivery on line a began. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.